Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: yellow particles on the surface of the shell, broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture. Additional information initial reporter: (B)(6).

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.